Manufacturer narrative:
Heartsine evaluated the customer's device and observed a failure of the +ve terminal pogo-pin. The failure of the pogo-pin resulted in an intermittent connection between the device and the pad-pk which would account for the extinguished status indicator and the device inability to power on. The customer received a replacement device, and the returned device was scrapped by heartsine.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.